Manufacturer narrative:
The explanted device was returned for evaluation. Depositions were identified during the evaluation of the returned lvad pump. The device was returned assembled with the driveline cut approximately 12¿ from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was returned attached to the pump¿s outlet port. Examination of the rotor inlet upon disassembly of the pump revealed a thrombus formation partially surrounding the rotor bearing ball. This depositions lack of lamination indicates that the deposition originally formed elsewhere. Additionally this deposition lacked any denaturation. Examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed a small deposition within the proximal side of the outlet stator, adjacent to the bearing ball. Its non-laminated structure indicates that this deposition did not originally form in the outlet stator. Additionally, this deposition lacked denaturation, was not adhered, and there were no contact marks at the distal end of the rotor to verify that it was actually present while the pump was in operation supporting the patient. A root cause for the formation of the observed depositions and a correlation to the reported event could not conclusively be determined through this evaluation. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 years, 2 months. The patient remains on lvad support awaiting transplant. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015 the patient was admitted for chest pain and syncope. The patient received 2 stents which did not fully relieve the chest pain. An echocardiogram found no significant changes. During the admission, a CT scan performed on (B)(6) 2015 reportedly revealed thrombus in the "inflow and outflow." The patient had been taken off plavix and switched to a heparin infusion. The patient was moved to the intensive care unit and was to be switched to an integrilin drip and listed as status 1a for transplant for suspected thrombosis. As of (B)(6) 2015, the patient remained in the intensive care unit and listed for transplant due to suspected thrombus in the inflow area and outflow graft.

Event description:
Additional information: it was reported by the vad coordinator on (B)(6) 2015 that the patient received a transplant on (B)(6) 2015. The patient had been designated as a bridge to transplant. In addition to what was previously reported, the patient had experienced 2 periods of low international normalized ratio and was bridged with heparin. Lvad thrombus was suspected and confirmed by an echocardiogram on (B)(6) 2015. The patient was stabilized and discharged on (B)(6) 2015, but re-admitted on (B)(6) 2015 for worsening angina. He was moved up on the transplant list and as a result received a heart.